Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: 446a88. Additional information received: the issue occurred on the first firing during surgery, and the surgeon removed the device successfully, during which no patient injury occurred. Then the operator replaced with another device of the same product code to complete the surgery successfully. The patient recovered well after the surgery and was discharged. No reports on subsequent complications were received. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was returned with no apparent damage, and with no reload loaded on the device. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that two staples were malformed. No conclusion could be reached on the two malformed staples. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.